Manufacturer narrative:
The customer reports that the vga cable was unplugged on the cns (central monitoring system) by accident and when he plugged it back in the cns would not display the patients on the monitors. After restarting the cns 3 times the device booted back up and showed 32 patients on a single screen instead of their dual screen setup. The bme went into the system setup and switched the monitoring screens to dual display and the device was still not displaying properly. Shortly after, the cns gave 3 beeping sounds and restarted randomly. No patient harm was reported during this incident. The device was returned to nihon kohden and evaluated. The device boots up but does not start the cns application. The hard drives were reimaged with software version 02-53 and it was configured as a 32 bed system which corrected the problem. All steps on the maintenance check sheet of the service manual were performed and an extended test was performed with a bedside monitor, recorder and printer. The repaired device was returned to the customer. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Event description:
The customer reports that the vga cable was unplugged on the cns (central monitoring system) by accident and when he plugged it back in the cns would not display the patients on the monitors. After restarting the cns 3 times the device booted back up and showed 32 patients on a single screen instead of their dual screen setup. The bme went into the system setup and switched the monitoring screens to dual display and the device was still not displaying properly. Shortly after, the cns gave 3 beeping sounds and restarted randomly. No patient harm was reported during this incident.